Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report an intermittent out of range signal that occurred on (B)(6) 2015. Patient called back on (B)(6) 2015 to further report that she was in the hospital for an unrelated event and that her transmitter and sensor must have been removed and thrown away by hospital staff, which is why she received an out of range signal earlier that day. No additional event information was reported.